Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on a stenosed and moderately calcified lesion in the right coronary (rca) artery. The target lesion was successfully predilated. During the procedure it was noticed that the stent strut got damaged/broken while advancing the 2.50 x 16mm synergy xd drug eluting stent. The stent was removed from the patient. The procedure was successfully completed with another device without further issue or patient injury.